Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the control solution was missing from the one touch ultralink meter kit. The closure seal was in place on the box, and the customer care advocate confirmed the product was missing. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attn. The control solution was replaced. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or any medical attn. However, as there was product missing from the box contents, this complaint is being reported.